Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that one of the distal holes in the fibula plate could not be locked with the screw. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead. The screw was implanted though enough locking was not performed. The angle of the screw was not over 15 degrees. The depth of the screw insertion was proper.

Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x16mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on investigation, the root cause was attributed to a user related issue during screw insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Product was not returned.

Event description:
It was reported that one of the distal holes in the fibula plate could not be locked with the screw. Spare screw was used, but could not be locked with the same hole. The distal hole was not used and another hole was used instead. The screw was implanted though enough locking was not performed. The angle of the screw was not over 15 degrees. The depth of the screw insertion was proper.